Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while charging a power alert occurred. Customer continued to charge pump and alert cleared. Customer's blood glucose was 249 mg/dl.